Manufacturer narrative:
B3 - date of event: the event date was approximated to 09/27/2024 based on the date that boston scientific became aware of the event. D3 & g1 - manufacturer address 1: chapman house, farnham bus park. D3 & g1 - manufacturer zip/postal code: gu9 8ql.

Event description:
It was reported that the patient was admitted to the hospital beyond the standard of care. A truselect was selected for use in the therasphere procedure. When the plunger on the therasphere administration set was pressed to deliver the therasphere microspheres, there was resistance encountered, causing the truselect to burst. As a result, the therasphere dose was mis-administered to the gastroduodenal artery (gda). When the truselect was removed, the physician observed a hole in the microcatheter that was thought to be caused from a kink. The patient was admitted to the hospital beyond the standard of care. No further details were provided despite request by boston scientific.

Event description:
It was reported that the patient was admitted to the hospital beyond the standard of care. A truselect was selected for use in the therasphere procedure. When the plunger on the therasphere administration set was pressed to deliver the therasphere microspheres, there was resistance encountered, causing the truselect to burst. As a result, the therasphere dose was mis-administered to the gastroduodenal artery (gda). When the truselect was removed, the physician observed a hole in the microcatheter that was thought to be caused from a kink. The patient was admitted to the hospital beyond the standard of care. No further details were provided despite request by boston scientific.

Manufacturer narrative:
Amended fields: h6 evaluation method codes, evaluation results codes, evaluation conclusion codes b3 - date of event: the event date was approximated to 09/27/2024 based on the date that boston scientific became aware of the event. D3 & g1 - manufacturer address 1: chapman house, farnham bus park. D3 & g1 - manufacturer zip/postal code: gu9 8ql.

Event description:
It was reported that the patient was admitted to the hospital beyond the standard of care. A truselect was selected for use in the therasphere procedure. When the plunger on the therasphere administration set was pressed to deliver the therasphere microspheres, there was resistance encountered, causing the truselect to burst. As a result, the therasphere dose was mis-administered to the gastroduodenal artery (gda). When the truselect was removed, the physician observed a hole in the microcatheter that was thought to be caused from a kink. The patient was admitted to the hospital beyond the standard of care. No further details were provided despite request by boston scientific. It was further reported that more than 50% of the target dose was mis-administered to the gastroduodenal artery (gda).

Manufacturer narrative:
Amended fields: c2/d10 - concomitant product/therapy: as the event date was identified as 09/23/2024, the concomitant prod/therapy date^ was amended from 09/27/2024 to 09/23/2024.